Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when the packet was opened, it was noted that six products were found to be included in the packet when it should only include 5. The reported packet was not used and a new was opened to resolve the issue. There was no patient involvement.